Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient lost consciousness, while shopping and was attended by emergency medical technician (emt). The patient had blood glucose (bg) values that reached 600 mg/dl. For treatment, the patient was given insulin. The patient was treated for 30 minutes. The patient stated that the controller would not turn on and was crushed.